Event description:
The customer reported "the cable from image to monitor was damaged. Fluoro x-ray and image is getting normal."

Manufacturer narrative:
The engineer negotiated when to change and check the cable. It is still under negotiation.